Event description:
On (B)(4) 2013, it was reported that the vns patient underwent a generator replacement surgery on (B)(6) 2013 because the patient fell on his side and received a scrape which turned into a scab and became erosion. He had exposed the edge of the generator in his fall. "Lead discontinuity" was also stated as a reason for replacement (lead discontinuity reported on MFR. Report # 1644487-2013-00506). Good faith attempts for further information from the physician have been unsuccessful. The explanted generator was returned to the manufacturer for product analysis. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.